Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) on the advantage system before feeling dizzy and passing out. Reporter stated her daughter called the paramedics who arrived an unknown time later and obtained a result of 29 mg/dl on their system. Reporter stated the paramedics provided some type of treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.